Manufacturer narrative:
(B)(6).

Event description:
It was reported during procedure that after the application of the device, the anchor could not be removed from the inserter. The whole system including the sutures and the anchor were pulled out. The suture in the second line could not be fixed, so the surgeon switched to a single row technique. There was no significant delay and no patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.